Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Regarding infection, the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ no specific device failure has been reported nor have medical records been provided by the patients attorney. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2009 the patient underwent surgery for repair of a ventral incisional hernia. As reported, a composix e/x hernia patch mesh, reference number (B)(4) and lot number husc1944 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2010 the patient underwent an "additional surgery to remove the composix e/x, which had become infected, and to repair the recurrent hernia." As reported by the attorney, the composix e/x patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective composix e/x patch.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2009 the patient underwent surgery for repair of a ventral incisional hernia. As reported, a composix e/x hernia patch mesh, reference number (B)(4) and lot number husc1944 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2010 the patient underwent an "additional surgery to remove the composix e/x, which had become infected, and to repair the recurrent hernia." As reported by the attorney, the composix e/x patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective composix e/x patch. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with large ventral incisional hernia thereby underwent open repair with implant of composix e/x mesh (device #1). Per operative notes, ¿attenuated fascia and hernia sac were excised. A composix e/x mesh (device #1) was then secured to the fascia with sutures. The cortex portion of the mesh was in contact with the intra-abdominal viscera.¿ (B)(6) 2010 - patient underwent CT guided drainage of abscess. (B)(6) 2010 - patient was diagnosed with infected mesh, draining purulence discharge from midline incision thereby underwent provided IV antibiotics. (B)(6) 2010 - patient underwent open repair with allomax mesh (device #2) and removal of infected mesh (device #1). Per operative notes, ¿the abscess cavity was aspirated, and mesh (device #1) was completely removed. Abdominal adhesions were lysed. An allomax mesh (device #2) was trimmed, placed in retrorectus space and secured using sutures.¿ attorney alleges that the patient had abscess, adhesions, nerve damage, seroma, infection, pain, hernia recurrence, emotional injuries, draining purulent discharge from midline incision and abscess thereby underwent CT guided drainage in (B)(6) 2010.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Regarding infection, the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ no specific device failure has been reported nor have medical records been provided by the patients attorney. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of composix e/x mesh, patient was diagnosed with infection, abscess, purulent discharge and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.